Manufacturer narrative:
(B)(4). No conclusion code available. The reported field event of an inability to interrogate the device with rf telemetry was confirmed in the laboratory. The device was tested on the bench and the cause of the rf telemetry was anomalous rf state variables. After a master reset, the rf functionality was regained and the device was normal. (B)(4).

Event description:
It was reported prior to implant procedure, radio frequency telemetry loss of communication during ICD programming was observed. Device was unable to be interrogated after several attempts. A new device was implanted. No further information available.